Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced break in aseptic technique which led to peritonitis. The break in aseptic technique was further described as the patient's area where they performed pd therapy was not clean and the patient did not wear a mask. The patient was not hospitalized for peritonitis. On the same day as the onset, the patient began treatment with injection vancomycin (500 mg, given stat and repeated after the third day,route not reported) and injection fortum (1 gm, given stat and repeated once daily, dose and route not reported) for peritonitis. At the time of this report, treatment with antibiotics was ongoing, pd therapy was ongoing and the patient's outcome was unknown. No additional information is available.